Event description:
Operator (cm) opened the sterilizer door at the completion of a cycle and water rushed out over her feet and ankles. She stated that there was no water leaking from the sterilizer and there was no water on the floor until she opened the door. There were no witnesses in the room when she opened the sterilizer. Operator (cm) was taken by ambulance to a hosp with a burn unit and treated for burns on her feet and ankles. She was not admitted to the hosp. She was treated and released the same day.

Manufacturer narrative:
Per conversation with operator (cm), the unit was purchased used and refurbished from atlantic biomedical (they purchase all of their equipment through atlantic biomedical). She thought it was purchased sometime after 1995. Unit has been serviced by atlantic biomedical. Getinge was not made aware after the incident by the hosp. According to operator (cm), atlantic biomedical repaired the sterilizer after the incident and osha inspected the unit and the facility following the repair. The operator (cm) stated that the sterilizer was operating normally following repair. Getinge became aware of the incident through discussion with the customer inquiring for parts for a subsequent repair. Upon becoming aware that an incident occurred, a getinge service rep was dispatched to investigate. After inspection of the unit approx two months later in 2009, getinge service rep observed that the unit was not equipped with a water in chamber alarm. He (getinge service rep) was unable to perform any functional tests on the unit as the unit was out of service due to the door being broken. He could not determine conclusively why the event occurred but he suspects that the check valve that prevents water from entering the chamber during vacuum failed. Operator (cm) stated that atlantic biomedical and osha were unable to determine why the unit malfunctioned.